Manufacturer narrative:
Unspecified injuries occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an obturator sling procedure on an unknown date. The patient experienced unspecified injuries following the procedure. No additional information was provided.